Manufacturer narrative:
Conclusion and justification status: the complaint states left thr revision performed on (B)(6) 2016 at (B)(6). Primary implant date (B)(6) 2008. Reason for revision: possible psoas impingement and pain. Surgeon had noted that he was revising due to believes impingement of a soft tissue, causing irritation and some pain. Surgeon removed ts ceramic head, assessed the cup and liner. Made some soft tissue releases, specifically psoas, and washed out op site. Reduced hip with a longer head in situ. There was no delay in surgery time. No other information is available. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: possible psoas impingement and pain. Surgeon had noted that he was revising due to believes impingement of a soft tissue, causing irritation and some pain.